Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed for high impedance using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The g3 electrodes were returned to zoll medical corporation. The customer's report was not replicated or confirmed. The electrodes were put through extensive testing including full functionality testing using a test device without duplicating the report. Review of the device log found no evidence of the report. The g3 electrodes were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.